Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and arthralgia ('every joint in my body hurts now') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included overweight, back pain (from old sports injuries), knee pain (from old sports injuries) and sports injury. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since 2009 and ibuprofen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and allergy to metals ("nickel allergy"), 10 months after insertion of essure. On an unknown date, the patient experienced arthralgia (seriousness criterion hospitalization), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), visual impairment ("vision/eye problems"), menopausal symptoms ("postmenopausal/hormonal changes describe: postmenopausal"), headache ("headaches,"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue,"), rash ("rash like it on my fingers") and eczema ("eczema") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure treatment was not changed. At the time of the report, the pelvic pain, arthralgia, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, visual impairment, menopausal symptoms, migraine, headache, allergy to metals, ovarian cyst, fatigue, weight increased, rash and eczema outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, eczema, fatigue, genital haemorrhage, headache, menopausal symptoms, migraine, ovarian cyst, pelvic pain, rash, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pfs received: case was upgraded from non-serious incident to serious incident essure removal surgery was added to event pelvic pain. Hospitalization criteria was added to event arthralgia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding'), abdominal pain ('abdominal pain'), abdominal pain lower ('severe cramping'), vulvovaginal pain ('vaginal pain') and pelvic pain ('pelvic pain / pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included overweight, back pain (from old sports injuries), knee pain (from old sports injuries) and sports injury. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since 2009 and ibuprofen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain, migraine ("migraines") and allergy to metals ("nickel allergy"), 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, visual impairment ("vision/eye problems"), menopausal symptoms ("postmenopausal/hormonal changes describe: postmenopausal"), headache ("headaches,"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue,") and arthralgia ("every joint in my body hurts now") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, visual impairment, menopausal symptoms, migraine, headache, allergy to metals, ovarian cyst, fatigue, weight increased and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, fatigue, genital haemorrhage, headache, menopausal symptoms, migraine, ovarian cyst, pelvic pain, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case was erroneously categorized as serious-incident. Incident category was corrected from serious incident to non-serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and arthralgia ('every joint in my body hurts now') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included overweight, back pain (from old sports injuries), knee pain (from old sports injuries) and sports injury. Concomitant products included caffeine;paracetamol (excedrin aspirin free) since 2009 and ibuprofen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and allergy to metals ("nickel allergy"), 10 months after insertion of essure. On an unknown date, the patient experienced arthralgia (seriousness criterion hospitalization), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), visual impairment ("vision/eye problems"), menopausal symptoms ("postmenopausal/hormonal changes describe: postmenopausal"), headache ("headaches,"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue,"), rash ("rash like it on my fingers") and eczema ("eczema") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure treatment was not changed. At the time of the report, the pelvic pain, arthralgia, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, visual impairment, menopausal symptoms, migraine, headache, allergy to metals, ovarian cyst, fatigue, weight increased, rash and eczema outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, eczema, fatigue, genital haemorrhage, headache, menopausal symptoms, migraine, ovarian cyst, pelvic pain, rash, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding'), abdominal pain ('abdominal pain'), abdominal pain lower ('severe cramping'), vulvovaginal pain ('vaginal pain') and pelvic pain ('pelvic pain / pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included overweight, back pain (from old sports injuries), knee pain (from old sports injuries) and sports injury. Concomitant products included caffeine; paracetamol (excedrin aspirin free) since 2009 and ibuprofen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain, migraine ("migraines") and allergy to metals ("nickel allergy"), 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, visual impairment ("vision/eye problems"), menopausal symptoms ("postmenopausal/hormonal changes describe: postmenopausal"), headache ("headaches,"), ovarian cyst ("ovarian cysts"), fatigue ("fatigue,") and arthralgia ("every joint in my body hurts now") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, visual impairment, menopausal symptoms, migraine, headache, allergy to metals, ovarian cyst, fatigue, weight increased and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, fatigue, genital haemorrhage, headache, menopausal symptoms, migraine, ovarian cyst, pelvic pain, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: social media: new event of arthralgia and new reporter added. Medical history updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.